Manufacturer narrative:
Correction: b5 and d10 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20191 related manufacturer reference number: 2017865-2021-20192 related manufacturer reference number: 2017865-2021-20415 it was reported that the patient presented with an unspecified infection. The pulse generator, right ventricular, and right atrial leads were explanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20191. Related manufacturer reference number: 2017865-2021-20192. It was reported that the patient presented with an unspecified infection. The pulse generator, right ventricular, and right atrial leads were explanted. The patient was stable.